Event description:
It was reported that the patient underwent a surgical procedure to remove the reservoir of this inflatable penile prosthesis (ipp) because it had herniated and the cylinders were suspected to be undersized. The existing device was explanted and replaced with a new ipp. No patient complications were reported.